Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of samples were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
E1.initial reporter addr 1: dr. (B)(6). Investigation summary: bd received three photos for investigation showing underfill. A total of 20 retained samples were functionally tested for draw volume and all tubes met the specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.